Event description:
Additional information was received indicating that the cap aspiration was normal. They stated that at the patient's last refill the patient's expected residual volume was 0.9 ml, but the actually aspirated 6 ml out of the pump. The cause of the event was unknown, and the patient was reportedly the same. The patient was receiving gablofen 2000 mcg/ml at 1599 mcg/day.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving gablofen (2000 mcg, 1599 mcg) via an implantable infusion pump. Other medications the patient was taking at the time of the event and patient history were not available to the reporter. Indications for use included intractable spasticity and post spinal cord injury. It was reported that there was more in the reservoir than expected at pump refills. The event date was reported as (B)(6) 2015. Diagnostics/troubleshooting included catheter access port (cap) aspiration. No surgical intervention occurred and none was planned. The issue was not resolved at that time. No patient symptoms were reported. The patient status at the time of the event was ¿alive-no injury¿. The results of the cap aspiration, specific volume measurements, cause of the event, and patient outcome were unknown. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.